Manufacturer narrative:
E3: customer occupation: unknown. G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the perc ncircle nitinol tipless stone extractor's packages contained particles prior to an unspecified procedure. The particles were found prior to opening the packages. The device did not make patient contact. The patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation. It was reported the perc ncircle nitinol tipless stone extractor's packages contained particles prior to an unspecified procedure. The particles were found prior to opening the packages. The device did not make patient contact. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. Visual inspection of the returned complaint devices were also conducted. Two devices were returned for investigation. Foreign matter was observed in the sealed packages. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. While the device was not manufactured to current specifications, due to the individual nature of inspecting the packaged product, two non-conforming devices in the field does not indicate additional nonconformances in the lot. Additionally, there have been no other complaints filed for this lot. Cook also reviewed product labeling. The IFU supplied with the device did not provide any information related to the reported issue. The complaint was confirmed by the two unopened devices, foreign matter was observed in the sealed packages. Based upon the available information, inspection of the returned devices, and results of the investigation, cook has concluded that the cause for the complaint was a manufacturing and quality control deficiency; employee awareness of the issue was conducted. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.